Manufacturer narrative:
Maxtec's complete complaint database was searched. The total available complaints date range was from (B)(6) 2017 - (B)(6) 2021. There were zero (0) complaints relating to a "slippery" eyemax2 regular (r300p01-002). The maude database was reviewed from (B)(6) 2019 to (B)(6) 2021, product code fok: there were a total of 4 reportable events, 3 out of the 4 events involved mask "slippage", 0 out of the 4 events involved the r300p01-002 eyemax2, 1 out of the 4 events involved an eyemax2. Maxtec will conduct a physical evaluation when the eyemax2 in question is obtained. The root cause is unknown.

Event description:
As described by the customer: first of all, we received a customer complaint about your eyemax product (regular). Our customers find that their eyemax (batch number: 044284-1) appeared to be more slippery than before. They need to reposition them regularly and even to make it hold by other means. It seems to be caused by the new material. They are afraid for the safety of the baby with the risk of eye burns. It seems that they are thinking about reporting a vigilance problem.